Event description:
A patient underwent a hiatal hernia repair procedure followed by a tif procedure. No issues were noted during the tif procedure until the final stage of device removal where the device became caught on the bite block. A broken small gray piece of plastic was found in patient's soft palate. The device was removed, and the broken piece was uneventfully and successfully retrieved. There is no reported patient impact.

Manufacturer narrative:
The device was evaluated at endogastric solutions (egs) and determined it was likely the device was removed from the patient in an inflexible orientation that upon recent review may potentially cause harm to a patient. There was no reported patient impact associated with this incident and egs deemed the incident as non-reportable at the time of the initial complaint. Egs has now determined that if a device removed in an inflexible orientation were to recur, a serious adverse event may occur. This incident is therefore now reportable.

Manufacturer narrative:
Additional device evaluation findings are being provided for this report. The following items were found during the device evaluation at endogastric solutions (egs): the endoscope tube was damaged. The distal end of the device was permanently misaligned from the proximal end.